Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: environmental testing condition.

Event description:
Consumer reported complaint for high glucose control test results. The customer's expected fasting blood glucose test result range is 111 to 137 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Control test performed and produced result of 99 mg/dl. Control test within acceptable range of 32 to 62 mg/dl. Control level one lot#5ac1b82 manufacturer's expiration date is 05/31/2017 and open date is 04/01/2016. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 03/22/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.